Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's daughter was concerned that the patient's cardiac resynchronization therapy defibrillator (crt-d) needed to be replaced after only having been in use for approximately two years. The following physician confirmed that the device battery was depleting prematurely. The device's capture management feature was turned off and pacing amplitudes were set to the lowest possible setting. The crt-d remains in use. No patient complications have been reported as a result of this event.